Manufacturer narrative:
As reported, swelling was noted 10-15 minutes after a 6/7f mynx control vascular closure device (vcd) was used by a physician to close the arteriotomy in the common femoral artery. The device was confirmed to be used properly, the sealant was deployed to the proper location, and the groin looked good when the patient left the room. In recovery the groin started to swell and manual compression was held while the physician was called back. The patient was then taken to the or with vascular surgery to have a stitch placed in the femoral artery to stop the bleeding. The vascular surgeon noted there was no evidence of mynx sealant found in the wound. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. The device was lifted by the handle when removed from the package. The procedure used a retrograde approach. There was no prior pta, stent, or vascular graft in the common femoral artery. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel had no tortuosity, no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. There were not multiple sheath exchanges, and a procedural sheath greater than 7f was not used. A non-cordis 6f sheath was used with the device. There were not multiple stick attempts made before intravascular access was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery, or below the bifurcation. The product was not returned for analysis. A product history record (phr) review of lot f2134703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿haematoma¿ could not be confirmed as the product or photographs were not returned for analysis. The exact cause of the reported event could not be conclusively determined. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, and proper placement of the vascular closure device (vcd) sealant. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device and the hematoma. However, patient factors, pharmacological factors and/or procedural factors may have contributed the reported event. According to the product instruction for use, which is not intended as a mitigation of risk, prolonged access site-related bleeding is a potential risk associated arterial closure procedures. The user should maintain fingertip compression on the skin while removing the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Event description:
As reported, swelling was noted 10-15 minutes after a 6/7f mynx control vascular closure device (vcd) was used by a physician to close the arteriotomy in the common femoral artery. The device was confirmed to be used properly, the sealant was deployed to the proper location, and the groin looked good when the patient left the room. In recovery the groin started to swell and manual compression was held while the physician was called back. The patient was then taken to the or with vascular surgery to have a stich placed in the femoral artery to stop the bleeding. The vascular surgeon noted there was no evidence of mynx sealant found in the wound. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. The device was lifted by the handle when removed from the package. The procedure used a retrograde approach. There was no prior pta, stent, or vascular graft in the common femoral artery. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel had no tortuosity, no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. There were not multiple sheath exchanges, and a procedural sheath greater than 7f was not used. A non-cordis 6f sheath was used with the device. There were not multiple stick attempts made before intravascular access was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery, or below the bifurcation. The device is not being returned for evaluation as it was previously discarded.